Event description:
Procedure type: urological/gynecological. According to the reporter: the patient underwent a posterior, anterior, and urethral repair procedure for treatment of pelvic organ prolapse and stress urinary incontinence. The patient allegedly experienced pain and injury. The patient has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2011-00034 (posterior biosynth support system), 9615742-2011-00035 (anterior biosynth support system), 9615742-2011-00030 (pelvilace). Note: this report corresponds with bard's report (B)(4) for the uretex to hook kit.